Event description:
The event of right side rupture was confirmed not to have occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, d6b, h6.

Manufacturer narrative:
Continued implant date: (B)(6) 2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: leakage.

Event description:
Company representative reported, on behalf of physician, right side "leakage". The device has been explanted and replaced.